Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. When the leads were connected, the device exhibited loss of output. The problem persisted even after the connector was cleaned. The device was not used and a new device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.